Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). The customer indicated that no products will be returned for investigation. The lot is unknown therefore unable to review of the complaint database revealed that no similar complaints have been reported for this specific lot. There is no information that reasonably suggests patient injury occurred. All available information has been disclosed. This complaint has now been closed.

Event description:
While I was doing central vitrectomy big bubbles came out of the vitrectome port, this was not the very small bubbles I used to see in the first surgeries with the system, these are really big bubbles which even may cause damage to the crystalline lens and they don't let you work properly, the vitrectome is a bubble maker.